Manufacturer narrative:
H3: one device was returned for evaluation in used condition. The device had not been serviced in the past. Problem could not be duplicated, and the device passed accuracy test within the specification limit. Probable cause of the problem was the expulsor assembly. The expulsor assembly was replaced to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
E1 - initial reporter facility name: capital health authority (ahs) -- ((B)(6) hospital). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code %8.60. The event occurred while testing the pump. There was no patient involvement, and no adverse event reported